Event description:
The customer reported that the patient monitor fell and the sliding system was broken. There was no allegation of a patient or user harm.

Manufacturer narrative:
(B)(4): philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.